Manufacturer narrative:
UDI for gore® excluder® aortic extender component pla320400:(B)(4). The explanted pla320400 endoprosthesis was not returned to gore. Therefore, an investigation of the device could not be performed. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2018, this patient underwent an off-label endovascular treatment for an abdominal aortic aneurysm with an extremely challenging anatomy and was treated with two gore® tag® conformable thoracic stent grafts with active control system as well as a gore® excluder® aortic extender component. Due to her comorbidities, upcoming hepatic surgery and an aortic neck angulation exceeding 90 degrees, the physician had initially planned to implant one tgm262610e thoracic stent graft infrarenally and extend distally with a gore® excluder® trunk-ipsilateral leg component. When deploying the tgm262610e component, the device was observed to have moved distally for approximately 2 cm. A second tgm282810e component was deployed but failed to achieve neck seal as it likewise moved distally for the same length. The endoleak continued to persist after a gore® excluder® aortic extender component pla320400 could not be properly placed and did not show a satisfactory result post deployment. A final attempt to achieve proximal neck seal was performed and an aorto-uni-iliac medtronic stent with suprarenal fixation was placed. However, due to this device moving proximal during deployment and covering both renal arteries, the projected femoro-femoral bypass was not performed and it was instead decided to convert the patient to open surgery and explant all devices. No renal insufficiency was reported and the patient tolerated the procedure.

Manufacturer narrative:
Code 213 - the review of the manufacturing and sterilization records verified that the lot involved in this event met all pre-release specifications.